Manufacturer narrative:
Sample is not available for evaluation. It was disposed of with the bulk chemotherapy waste from the spill kit.

Event description:
A sus voluntary event report (mw5087812) was received, which stated the following " chemolock cl-13 bag spike slid completely out of 250 ml normal saline bag containing chemotherapy. This resulted in exposure and a chemotherapy spill response. The bag spike was confirmed to be completed seated by the pharmacist completing admixture. Nurse that started administration process did not pull on the connection; however, when hanging the bag, the spike slid out resulting in a hd spill.¿